Manufacturer narrative:
On 24-sep-2020, mentor received additional information about the event. The patient will replace her explanted breast prostheses with mentor memorygel breast implant 465cc gel breast prostheses. On 02-oct-2020, mentor received additional information about the event: - the patient developed bilateral breast pain. A separate medwatch report will be submitted for the patient¿s left breast prosthesis. - an ultrasound exam showed that the mass on the patient¿s right breast is a cyst. On 14-oct-2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experience a rupture in the breast implant, developed a breast cyst and breast pain. During the visual evaluation of the device, no apparent damage or anomalies were observed. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine needle aspiration if the cyst is large or uncomfortable. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast prosthesis rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 400cc gel breast prosthesis that possibly ruptured after implantation. Possible rupture of the patient¿s right breast prosthesis with an unspecified upper breast mass was diagnosed by a physical exam. As a result, the patient will undergo explantation on (B)(6) 2020.